Manufacturer narrative:
The insulin pump was received with corroded battery tube. No battery out limit alarms noted and the insulin pump powered up properly after battery installation. The operating currents are within specifications. Also, the insulin pump had intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer stated that the insulin pump was exposed to moisture at hockey practice. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.